Event description:
During evaluation of a returned spectrum pump, the device keypad "ok" button functioned intermittently, having to use a little more force when pressing the button.. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the 'ok' button functions intermittently and requires more force when pressed. A device history review revealed no issues that could have caused or contributed to the reported issue.the cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.